Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, a vasoseal es was deployed. The pt later developed an infection. An incision and drainage was performed and a specimen taken. Wound cultures revealed enterobacter aerogenes, sterp group b, and dipitherioide. The pt was placed on antibiotics. No further complications were reported.